Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Test p-cap and reservoir locked properly into the reservoir compartment. No pump error 37 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 37 alarm on (B)(6) 2024 at 16:58:55.000. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. The following were also noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, keypad overlay texture damage, corroded battery tube, and damaged display window cover. Pump error 37 was confirmed in the pump history files and traces due to dried insulin on the motor slide. Moisture damage was confirmed found on the battery tube and dried insulin on the motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received a pump error 37 alarm-¿drive count/time values or changes incorrect for moving or coasting. Too slow or too fast.¿ troubleshooting was performed and the alarm was cleared successfully and the rewind was completed. The customer performed a self test successfully. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.